Event description:
The distributor contacted heartsine to report that their device is not operating as intended, and may be unable to deliver correct shock energies. Should it be used in a patient event, this may lead to adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine's investigation of the device found no fault with the returned device. Given no fault found on the device that would have contributed to low battery errors or low shock energies, this would suggest an issue with the user¿s test setup/power supply. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device is not operating as intended, and may be unable to deliver correct shock energies. Should it be used in a patient event, this may lead to adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Complaint alleges that device is not operating as intended, and may be unable to deliver correct shock energies. Should it be used in a patient event, this may lead to adverse consequences. No patient involvement.